Event description:
The customer stated that a falsely elevated cell-dyn emerald platelet result of 110 k/ul was generated for patient sample ID (B)(6). The result was questioned by the physician. Reference laboratory testing for this patient generated a platelet result of 15 k/ul. No adverse impact to patient management was reported.

Manufacturer narrative:
An investigation was conducted by reviewing the customer submitted data, complaint records for this product and the product labeling. Review of the complaint records and historical data for the cell-dyn emerald instrument did not find a product issue related to this incident. Based on the submitted data, the issue may have been due to the presence of interfering substances and conditions, in this case, nucleated rbcs and/or giant platelets in the patient sample may have affected the platelet result. In addition, a protein build-up in the system and/or debris may have also contributed to the incident. If the instrument was not routinely cleaned and maintained as recommended by the operator's manual, the possibility of debris, protein, or some other contamination build up, could affect the results generated. No product deficiency was identified. (B)(4).